Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) events and non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.